Event description:
The facility reported a colleague infusion pump where red alarm popup on the pump head module displays, showing "failure 550:320:666:0000" . It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure 550:320:666:0000 was confirmed and reproduced during evaluation. This condition is due to a defective rear harness connector. The user interface module printer circuit board (uim pcb), batteries and harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device is in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if any additional informations become available.